Manufacturer narrative:
Additional medwatch information provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris IV tubing formed a "bubble" in the tubing when primed with ns. FDA safety report ID # (B)(4)." There was no patient impact.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the portion of the IV tubing that ran inside the clamp ballooned out. Additional information requested, but was not provided.